Manufacturer narrative:
Device not returned for evalutation.

Event description:
During first freeze, probe 1 hitting -135 or lower, but probe 2 and 3 were only hitting around -100. Dr. Didn't see proper ice on scanner for probe 2 and 3. Third freeze showed -145 or lower on probe 3 and probe 1, but still just -100 on probe 2.